Event description:
It was initially reported in clinic notes that the patient has a history or (B)(6) and cellulitis. There was a note "(B)(6)" next to the (B)(6) which may indicate the (B)(6)occurred (B)(6). The patient was implanted with a generator and lead (B)(6) 2010. No further information was provided. Review of the manufacturing records confirms sterilization for both the generator and the lead prior to shipment. Good faith attempts for additional information have been unsuccessful to date.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution